Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Catheter model # 8711, lot # l79094, implanted (B)(6) 2011; explanted unknown, medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
It was reported that the patient was in the hospital. The patient experienced high blood pressure and pain. It was stated that at the last refill the healthcare professional took out 5 ml less than expected from the pump. It was also reported that the patient experienced burning around the pump after they had a CT scan.

Event description:
It was later reported that the patient experienced burning at pump site; the pump was explanted.

Manufacturer narrative:
The pump was returned for analysis which was not completed as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.